Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners was noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted on the electronic or motor assemblies.

Event description:
It was reported that the buttons on the customer's insulin pump became unresponsive after the customer went into a pool with the insulin pump still attached to her. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was unknown. Nothing further was reported.